Event description:
It was reported during a trial procedure the physician met some resistance between t10 and t11 but was able to advance the guide wire. The pt experienced a shooting pain when the physician tried to advance the guide wire. When the physician removed the guide wire, a small amount of blood came out of the epidural needle from the pt's epidural space. The physician advised both the sjm rep and pt of the symptoms of an epidural hematoma along with the precautionary measures to be taken if needed. The pt's temperature increased from 98.3 to 99.4; however, the pt stated she was feeling fine. Follow-up identified the pt's trial scs leads were removed. Additionally, during the trial period the pt did not show signs of infection or the symptoms of epidural hematoma that the physician previously advised of. The pt is "doing well".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.